Manufacturer narrative:
The device associated with this incident was returned for investigation. An inspection was performed on the device and no nonconformance's were noted. There was no problem detected.

Event description:
The patient reported that they compared their teladoc blood pressure monitor reading with a reading performed at their doctor's office with a manual cuff. The difference between the readings was over 20mmhg; however, the exact timeframe of the comparison was not verified. No treatment was reported as part of the discrepancy between blood pressure readings.